Manufacturer narrative:
(B)(4).

Event description:
A report was received stating the tracheostomy tube's "inner balloon burst" while being used on a patient. Subsequently, causing a high leak ventilator alarm to occur. There was no injury to the patient reported. Additional information has been requested by the manufacturer, but not yet received.